Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported a fluid leak was seen behind cassette door where two black circles were seen leaking out behind the cassette door. It was reported an m31 air detected in cassette warning prompted during drain 3 of 4 with a volume of 716ml of 2499ml was drained. The patient contact re-adjusted the patient and drain lines but the message re-occurred. After cancelling the treatment, the patient contact noticed fluid behind the cassette door. The patient contact stated they were going to remove supplies and continue with continuous ambulatory peritoneal dialysis (capd) until the following treatment. The patient contact was referred to the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported a fluid leak was seen behind cassette door where two black circles were seen leaking out behind the cassette door. It was reported an m31 air detected in cassette warning prompted during drain 3 of 4 with a volume of 716ml of 2499ml was drained. The patient contact re-adjusted the patient and drain lines but the message re-occurred. After cancelling the treatment, the patient contact noticed fluid behind the cassette door. The patient contact stated they were going to remove supplies and continue with continuous ambulatory peritoneal dialysis (capd) until the following treatment. The patient contact was referred to the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.